Event description:
MRI prostate biopsy probe wasn¿t working properly. The rep showed that crystals on screen required extra pressure to produce image. A replacement probe was processed and obtained to complete the case.